Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the event was not reported. The patient was treated with vancomycin injection (1 gm start dose, intraperitoneal), amikacin injection (100 mg intraperitoneal start dose, followed by 50 mg one bag per day) and imipenam injection (500 mg, one bag per day, intraperitoneal) for the event. Hospitalization and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.